Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had two reservoirs that he could not fill with insulin because they were not attaching properly to the transfer guard. The reservoir's transfer guard cap kept spinning and leaking when he was filling the reservoir with insulin. When the customer filled the reservoir, there were tiny bubbles. His blood glucose level was 140 mg/dl. The product will return. Nothing further to report.

Manufacturer narrative:
Inspected one opened/used reservoir performed pre-fill reservoir test per specification. Reservoir and transfer guard passed per inspection no occluded anomaly was found during analysis. Also performed specifications using a new lab infusion set and reservoir failed per inspection found reservoir too loose to connect/release.